Manufacturer narrative:
Approximately 11 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. There were no anomalies noted. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2013, the patient returned to the hospital with a headache and a slight ventricular dilatation, which was confirmed by a CT scan. According to the report on (B)(6) 2013, the ventricular dilation enlarged which was confirmed by a CT scan. The report stated that contrast study for the shunt indicated normal flow in both the ventricular and the abdominal cavity. Reportedly, the ventricular catheter was explanted. According to the report, the patient has recovered currently.